Manufacturer narrative:
(B)(4). The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
Received pump with unresponsive right key. Unable to perform the displacement test. The pump fails the active current test and sleep current test. Pump fails self test due to pump error 63. No blank display anomalies noted during analysis. Unable to download history files and traces due to unresponsive right key. All buttons were tested individually for their functionality, right key not working. Found moisture damage on keypad circuit. J1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Unable to generate the power management graph. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. No blank display anomalies noted during analysis, blank display not confirmed. Unable to download history files and traces due to unresponsive keypad. Unresponsive keypad, pump error 63, and current anomalies confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: it was reported that the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated screen was turned off and vibrating. The customer stated that he had change batteries several times but display remains blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. The customer was assisted with troubleshooting and display did not return back even after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.